Event description:
It was reported that during the procedure in the left anterior descending (lad) artery and left circumflex artery (lcx), a balance middleweight universal guide wire was successfully advanced to the distal lad. Pre-dilatation of both lesions was performed using a 2.0x15 voyager. An attempt was made to advance a 2.5x33 xience prime stent system in the lad, but the stent system could not cross the lesion. The stent system was removed from the anatomy and a 2.5x28 xience v stent system was successfully advanced to the lesion and the stent was deployed. An attempt was made to advance a xience v 2.25x8 stent system in the moderately calcified lcx, but the stent system could not cross the lesion. Some force was applied, but the stent system could not advance. The stent system was removed from the anatomy. Upon removal, it was noted that the stent had dislodged. Images revealed that the stent was located in the mid distal lcx just proximal to the lesion. A 1.5x12 voyager balloon was used to deploy the stent in the lcx. Post dilatation was performed successfully using a 2.5x8 voyager balloon. The lesion in the distal lcx was treated with balloon angioplasty, resulting in timi flow 2. There was no adverse patient sequela and no significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Stent: xv 2.5x28. The stent remains in the patient. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the moderately calcified lesion contributed to the reported inability to advance. Additionally, an interaction with the lesion/anatomy as force was applied during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during retraction would have then led to the stent dislodgement. Additional non-surgical treatment was used to deploy the dislodged stent. It should be noted the xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.